Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4) captures the reportable event of surgery and the additional intervention treatment with the use of intravenous antibiotics.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had an infection and erosion. The patient was treated with intravenous antibiotics. Reportedly, the device was moved down and repositioned. A revision was performed and the crt-d with the right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead remain in service. No additional adverse patient effects were reported.